Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly despite the attempt of multiple wall adapters. Subsequently, the pump shut off due to insufficient power. The customer¿s blood glucose (bg) level was 570 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.